Manufacturer narrative:
Additional device product codes: mnh, mni, kwq, kwp. UDI: (B)(4) lot number unknown. Implant date reported as (B)(6) 2016, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a temporary implant of a synthes matrix hardware on an unspecified date in (B)(6) 2016. The patient was asymptomatic postoperatively. The surgeon planned the routine hardware removal on (B)(6) 2017. During the revision, upon trying to remove (one) 1 particular locking cap using a matrix locking cap driver, the cap would not turn and the t handle driver broke off into the locking cap. The surgeon removed the fragment with no problem, and attempted to unlock using the alternative removal technique listed in the technique guide. When using this technique, the surgeon used a different driver. It also broke off in the head of the cap. The surgeon removed the fragments with no problem. The surgeon then tried to loosen the cap using another star drive shaft. The shaft began to twist or bend but did not break. The surgeon then opted to use rod cutters to cut the rod contained within that screw and cap. He then removed a small rod segment, screw and cap all as one unit. Not being able to easily unscrew this locking cap added approximately 10 minutes to the case. No other ill effects to the patient, due to this delay, were reported. The patient status was not reported. Concomitant devices reported: rod cutter (part # unknown, lot # unknown, quantity unknown), rod segment (part # unknown, lot # unknown, quantity unknown), screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti matrix locking cap. This is report 1 of 4 for (B)(4).